Manufacturer narrative:
Occupation: non-healthcare professional. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their ins was replaced due to normal battery depletion but there was a disconnected lead wire that had been dis covered three weeks prior and that¿s when they had the replacement ins. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient when asked about the circumstances that led to the disconnected lead wire, "yes." Thepatient then indicated that no, the device would not be returned. There were no further complications reported/anticipated.